Event description:
The customer contacted heartsine to report that their device's on/off button is defective. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. Corrosion was found within the membrane panel, on the on/off contact pads on the membrane pcb and beneath the on/off button dome. Device logs show the device was stored outside indicated conditions. The cause of the reported issue was traced to membrane failure due to storage outside the indicated conditions. The device was scrapped and the customer received a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's on/off button is defective. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.